Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta. 08/15/19 follow up 1 update: analysis of the fiber revealed each fiber was broken in two pieces, one larger piece with the connector and one small piece of fiber with the distal tip. The break points on the fiber were jagged and uneven likely due to a compression break. The complaint stated that the fiber broke near the distal tip after over three minutes of use. Due to the location of the break near the scope tip where the scope deflects and the fact that the fiber functioned both during power testing during production and for significant time out in the field, it can be hypothesized that when the fiber was in the scope being used, the fiber was either pushed too far into the target site and the fiber bound up inside the scope or the fiber was pushed against a body structure which could have caused the fiber to be bent beyond the stated minimum bend radius of 7mm causing the compression break. In addition, the fiber did not break when tested on the bend radius test fixture, and when re-stripped and cleaved both fiber transmitted laser energy within dmta specifications. The successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. Dornier fibers are fragile and must be handled with utmost care by the user. Fiber was likely inadvertently broken due to bending beyond minimum bend radius while in a scope.

Event description:
The laser fiber was checked prior to use as per our local laser policy and procedure and it was working effectively for over three minutes. It was then discovered the laser fiber was broken off and the flexible ureteroscope was damaged both at approximately 10 cm from the distal end.

Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
The laser fiber was checked prior to use as per our local laser policy and procedure and it was working effectively for over three minutes. It was then discovered the laser fiber was broken off and the flexible ureteroscope was damaged both at approximately 10 cm from the distal end.